Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A suture break can be caused by a number of factors including, but are not limited to too much tension applied, or the suture was nicked. Ultimately, the return of the proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (2) proglides are being reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Initially the device was reported not returning; however, the device was returned for evaluation. Evaluation summary: subsequent information revealed that the device was returned for evaluation. The instructions for use (IFU)states: perform a femoral angiogram to verify the location of the puncture site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation found that the plunger, suture, link, needles, and cuffs were not returned with the device, without the return of these components, the scope of this investigation was limited. Inspection of the returned device revealed that the posterior foot was completely detached and not returned with the device. The posterior foot break is consistent with the posterior needle being deflected and struck the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Subsequently, the suture could not be retrieved while retracting the needle plunger and this could appear very similar to the reported suture break. The needle trajectory of every device is checked during manufacturing; therefore, the probable cause for the broken posterior foot is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. This is consistent with the reported information that the device was used in a heavily calcified right common femoral artery. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited the posterior foot break. There does not appear to be any indication of a lot specific product quality deficiency. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, during the procedure, the sutures of the proglide device had broke. A second and third device was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequalea. Though requested, no additional information was provided.